Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check and a cartridge air leak was detected that led to a blocked cartridge. The customer changed pump supplies, and resumed insulin therapy.